Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon reports that the control of the monopolar scissors is not very intuitive. The instrument was removed and the joint is inspected, with no damages found. When reconnecting it, the surgery continued normally. During the lymphadenectomy, after approximately 2 hours at the console, the scissors again exhibited poor control. Repeating the process of removing the instrument for a visual inspection showed no visible damages. Upon reconnection, the scissors repeatedly experienced a coupling failure. A review protocol was carried out: reconnecting the drape arm and changing the instrument on the arm, but the error persisted. As a result, a new pair of scissors was used to complete the procedure. After removing the faulty scissors, it is re-inspected, revealing a small cut wire. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.